Manufacturer narrative:
G4: 28oct2020 b4: (B)(6) 2020 the device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy caused by this event. The manufacturer's field service engineer confirmed the reported problem. Furthermore, it was discovered that navigation ring malfunction occurred during preventative maintenance (pm). It was also found that the navigation ring did not change ventilator delivery and never accepted a value without user input. Additionally, the touchscreen was functional at the time and could have allow the user to navigate, maintain or change settings. The original submission MFR. Report#: 2031642-2020-03606 no longer meets the criteria for a reportable event due to the finding of a functioning touchscreen. Nav-ring not working does not affect the functionality of the vent. Unit will continue to function and ventilate patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06oct2020.

Event description:
The customer reported a ventilator with a defective nav-ring. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement or harm. The manufacturer's field service engineer replaced the front bezel to address and correct this reported event.